Event description:
Reporter noted footswitch pedal remained in depressed position when foot was lifted. Posterior capsular tear occurred.

Event description:
Additional info received noted event occurred at the beginning of phaco, with half the nucleus still in capsular bag. Anterior vitrectomy performed, and iol implanted in sulcus. Increased local post-op treatment. Five days post-op, moderate improvement in visual acuity because of temporary corneal astigmatism.